Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had massive bleeding (lower gastrointestinal tract). Blood was transfused with packed red blood cells (4 units or more and less than 8 units). There was treatment with drugs. Anticoagulant treatment at the time of the event was warfarin. The cause of bleeding was "due to the complexity of medical management, related to diagnostic procedures". Although the relationship between bleeding and the pump was low, it cannot be denied (bleeding from multiple ulcers in the ileocecal region due to rehabilitation stress after cerebral hemorrhage).

Manufacturer narrative:
Section b5: the patient's cerebral hemorrhage is reported in MFR#: 2916596-2022-13976. Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.